Manufacturer narrative:
H6: investigation summary bd had not received samples, but photos were provided by the facility for investigation. The photos were evaluated and the indicated failure mode for collapsed tubes with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. Note that there are potentially varying degrees of tube collapse, based on the temperature and duration of time at elevated temperature. Mildly collapsed tubes will retain vacuum and only show minimal deformation. Mildly collapsed tubes will draw appropriately but may not be able to be processed on laboratory instruments (e.g. May be slightly bowed and no longer fit in a rack). As long as the vacuum is retained and the tube fills appropriately, the tube will function properly. Fully collapsed tubes appear flattened, twisted, and visibly deformed. Fully collapsed tubes retain little or no vacuum and therefore cannot be drawn to an appreciable volume. These tubes are easily identified before use by the healthcare worker, so there is no potential impact to the patient. H3 other text : see h10

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg there were tube extenders with molding defects that can be used. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "the tubes appear collapsed at one side of the tube and were noticed by the phlebotomist prior to taking blood."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg there were tube extenders with molding defects that can be used. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "the tubes appear collapsed at one side of the tube and were noticed by the phlebotomist prior to taking blood."